Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the periorbital region with an unknown juvéderm product. One day post injections, the patient experienced ¿swelling, hard big bumps, firm, and feverish at the injection sites." Five days later, the patient was treated with prednisone and an unknown antibiotic. Symptoms are ongoing.